Event description:
It was reported that an occlusion as well as an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. While addressing the previous two issues, it was then reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. The customer's blood glucose level was 115 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.